Event description:
It was reported to resmed that an astral device displayed an error message (sf75) related to pneumatic block calibration. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed. The reported complaint could not be reproduced, however, review of the device data logs confirmed the reported complaint. The device was recalibrated as a precaution. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#:(B)(4).